Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). This occurred prior to use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during visual inspection and the review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.